Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/12/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion and chronic utis. It was reported that patient underwent urethrolysis and excision of sling on (B)(6) 2013 due to bladder outlet obstruction. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 04/25/2016. It was reported that the patient underwent mesh implantation with concurrent procedures of laparoscopic supracervical hysterectomy, lysis of adhesions and cystoscopy. (B)(4)